Manufacturer narrative:
Investigation of the returned catheter revealed its tip broken off at approx. 1mm from tip end, or at the section of plastic polymer. Broken fragment was not returned for manufacturer's investigation. Trace of pulling apart and severe deformation were observed at the breakage site. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the catheter was trapped in the 90-99% occlusive calcified lesion when it was advanced over the guidewire into the lesion, the tip was pulled apart due to the force exceeding the product design limit when pull back and/or other manipulation was made to the catheter. IFU describes: as contraindications: do not use this microcatheter in advanced calcified lesion. As warnings: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) And as possible malfunctions and adverse effects; "separation."

Event description:
Reportedly, to treat the 90-99% occlusive calcified lesion at #6 lad, after a guidewire was advanced through the lesion, subject catheter was advanced over the guidewire in order to exchange the guidewire with another one. During the attempt to advance the catheter through the lesion, tip was trapped in the calcified lesion and the tip end was broken apart. Procedure was continued, and when stent delivery was attempted the broken fragment of the subject catheter happed to be captured by the strut of the stent, so that the broken fragment was retrieved out from the patient body. Physician commented having felt that other device was also trapped in the lesion, and that the trap is thought to be the anatomical condition of the occlusive lesion.

Manufacturer narrative:
(B)(4).